Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not duplicate the reported issue. He replaced the small display assembly and downloaded the system logs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, per the customer, we use a centrifugal pump. However, the corresponding pump controller module would spontaneously shut off. When this occurred, only the central control monitor (ccm) was responsive and able to reestablish arterial flow. At the time, no buttons on the centrifugal controller unit would work, however the flow appeared on the display. This occurred for approximately the first ten minutes of the case and three to four times during that time period. The device was not changed out, as they used the ccm to adjust flow. The module was reading the flow accurately and changing appropriately. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: there were no issues observed during set-up and priming of the cpb circuit. Prior to cpb, the control module and motor had functioned without issue for about two hours. During the first ten minutes of cpb, the centrifugal control module blanked and the centrifugal motor stopped. This center uses a retroguard one-way valve and the pump stops did not result in backflow. The motor was able to be re-started quickly via the ccm and arterial flow was quickly re-established and no hand cranking was required. The ccm displayed flow rate and revolutions per minute (rpm) and the pump speed was able to be adjusted on the ccm (as needed). In a short time, the centrifugal control module display again illuminated and the flow rate was displayed on both the control module and the ccm. There were no error codes or messages posted on the control module or the ccm. This behavior occured about three to four times in the first ten minutes of cpb, but after the first ten minutes no more stops or control module issues occured. After each stop/blanking, cable connections were checked in/out of the control module, but no connection issues could be identified. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is not associated with a recall. This cell should be blank. The log analysis did not confirm the complaint. There were no power cycles in the log, only the stops. There is no way to tell from the log if the local controls were not functional. There is no indication of an issue in the log files. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) monitored the display assembly by occasionally checking display over a two day period and observed display to operate as intended without shutting off. The pst powered off pump pod test fixture and moved display assembly to cold chamber for three hours at ten degrees celsius. He retrieved the display assembly from cold chamber and reconnected to pump pod test fixture and powered on. The pst started the centrifugal pump and observed normal display over a five hour period. He inspected components and solder joints for any damage or defects and no damage or defects were found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.